Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated they're suffering from either temporary or permanent paralysis as a result of post-operative complications. Patient stated that after awakening from surgery he was in tremendous amount of pain. Patient stated that the doctor performed a laminectomy of the thoracic spine to stop blood clotting. Patient stated that the device was explanted-office has not confirmed. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The health care professional (hcp) informed the rep that the notes said that the entire system was removed. The complications have not been verified. What the rep was informed of was that the patient had blood clotting in the spine and a laminectomy was performed. The cause of the operative complications were not determined. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.